Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of fluid chamber separation could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 42103e-07 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set tubing came loose from the fluid chamber during use. The following information was provided by the initial reporter: "the IV tubing that we are using for our surgical patient is breaking apart. The tubing connected to the fluid chamber is becoming disconnected."